Manufacturer narrative:
(B)(4). Initial reporter: phone number (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 28, 2014 - july 29, 2014. Evaluation summary: the device was received for evaluation. During visual inspection the coil cap was observed to be separated from the housing of the device. This was due to the housing being malformed. The cause of the malformed housing could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a disconnected coiled cup. The disconnection was observed before patient use. There was no patient involvement. No additional information is available. This report is 2 of 2.